Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the cartridge was leaking at the luer lock connection. No damage was noted to the cartridge or the infusion set. Blood glucose (bg) level ranged between 370-450mg/dl. A new cartridge was loaded onto the pump resolving the issue.